Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties are related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the moderately calcified iliac artery. The 8.0 mm x 59 mm x 80 cm omnilink elite stent delivery system (sds) was advanced to the patient anatomy without issue. Prior to stent deployment, additional injection of dye was needed, thus the omnilink elite sds was to be removed. As the sds was being removed from an unspecified sheath the stent interacted with the sheath and the struts became flared. The device was no longer used. A same size omnilink elite sds was used to complete the procedure. There were no other issues. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.